Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and stretching. Lead returned has been stretched with the inner insulation buckled and the helix fully extended. However, the helix was able to be extended and retracted within specification.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead screw would not screw out. The doctor tried to insert into the lead, but still popped out. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).